Manufacturer narrative:
G2. Foreign: belgium h3: the ins, model# 977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that elective replacement indicator (eri) occurred earlier than 2 years after implant. It was normal battery depletion in the rep¿s opinion. There were no contributing factors. Troubleshooting was performed. Interrogation of the ins showed an eri in less than 3 months. Impedances were within normal range. Replacement will be planned when the ins reaches end of service (eos). The issue was not resolved. Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced on (B)(6) 2024.